Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing with no prime anomaly noted. However, a noisy motor was noted during testing due to a faulty motor.

Event description:
It was reported that the customer had a prime anomaly on the insulin pump. Customer's blood glucose level is unknown. Customer states that the insulin pump becomes stuck when performing a rewind. Troubleshooting was not performed, but the insulin pump will be returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.